Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad) in 2004, the perfusionist contacted the manufacturer reporting that the pt was at home and had notified the hospital that the pump sounded "funny" the evening before. Then when the pt was eating breakfast the morning in 2004, the pump alarmed and stopped. The pt stated they had already gone through the troubleshooting steps from the pocket guide and the pump still remained non-functional. At that time, the pt was hand pumped, and went to the hospital. The pt had been hand pumping for about two hours. The perfusionist attempted to use the pneumatic drive console with a stroke volume limiter (svl), but had to vent every two minutes. A biomedical engineer was working on fixing the pneumatic drive console. They kept up the hand pumping during this time. The surgeon was called to the hospital, and two boluses of heparin were given. The pt remains stable. The hospital then called the manufacturer to have a technical support person to help with the pneumatic drive console repair. Please reference report #2916596-2004-00105 for further info (the drive console). In 2004, the pt was transplanted.